Event description:
It was reported that the patient received inappropriate shocks due to noise and oversensing on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert (lia) triggered. There were two patient alerts for lead failure predictor on (B)(6) 2012. There were fifteen ventricular nst<=210 ms on (B)(6) 2012. There were seven vf<=210 ms average v-cycle between (B)(6) 2012. The ventricular short interval count v-sic=495.3 counts avg/day, in 4.38 days, between (B)(6) 2012.

Event description:
It was reported that the patient received inappropriate shocks due to noise and oversensing on the right ventricular lead. The lead was explanted and replaced. It was further reported that the lead was not explanted; it was capped and replaced. No patient complications have been reported as a result of this event.